Manufacturer narrative:
The event of capsular contracture and infection are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV, and "biofilm." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported left side "probable intracapsular rupture", "multiple folds and undulations accompanied by peri-implant liquid towards the outer and inner quadrants and peripheral inflammatory changes, which may be related to signs of encapsulation." The device remains implanted.

Event description:
Healthcare professional reported, left side "probable intracapsular rupture". "Multiple folds and undulations accompanied, by peri-implant liquid towards the outer and inner quadrants and peripheral inflammatory changes. Which may be related to signs of encapsulation". The device remains implanted. Treatment: nsaids.